Event description:
It was reported that during an unknown procedure, the device fired with staples criss crossing. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident; the device was cycled and it fed and formed five conforming clips and one clip with gap. In addition, the device locked out as intended. Please note that the clip gap is unrelated to the reported event. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.